Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were fluctuating (300's - 43 mg/dl). Customer treated low bg level by consuming candy and elevated bg level was treated by delivering a correction bolus. Reportedly, the customer is in the process of consulting with their health care provider to adjust pump settings. Recommendation was made to also discuss diabetes management with health care provider.